Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous peripheral intervention (ppi), the involved angio-seal device insertion sheath could not be fully withdrawn by the physician to position the anchor against the vessel wall. To complete hemostasis, the physician managed to advance the knot and collagen with the tamper tube and cut the suture. Manual compression was applied as well to achieve hemostasis. Some minor oozing was observed; however, hemostasis was successfully achieved. The patient rested for twelve hours. On the morning of (B)(6) 2019 there was an occlusion around the puncture site and was confirmed according to an ultrasound examination and computed tomography (CT) scanning. A surgical intervention was applied to get rid of a thrombus and a complex of the anchor, collagen, and suture. The patient experienced minor health damage. The blood loss was less than 250cc's. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The patient hospitalization stay was extended due to the event. A CT and ultrasound were performed to diagnose the vascular insufficiency, there was improper placement of the angio-seal components. The patient was reported to be recovering.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.